Event description:
It was reported after an af ablation procedure with pulmonary vein isolation on (B)(6) 2014, the patient developed chest pain and fever. A coronary angiogram was performed, showing stenosis of the left anterior descendant artery. The patient was subsequently dismissed however was not feeling well during this period. The patient was re-admitted to hospital (B)(6) 2014 with septicemia and cerebral infarction. A CT scan showed air in the left atrium. The patient died due to septicemia and cerebral infarction (B)(6). Subsequent autopsy revealed an atrial-esophageal fistula which explained event. Settings for bw sf catheter was power mode and 30 w. No product malfunctions have been confirmed related to this event.

Manufacturer narrative:
(B)(6). (B)(4).